Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no balloon rupturing incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during post dilatation of a non-abbott stent in a mildly tortuous and mildly calcified right coronary artery the nc trek balloon ruptured at 12 atmospheres (atms). The device was removed and a non-abbott balloon dilatation catheter was used to complete the procedure without issue. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.